Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that he was not able to input his blood glucose numbers. The customer also reported there was a circle on his insulin pump. Customer's blood glucose was 476 mg/dl. He stated he was running high because of his eating habits. He had treated his blood glucose with the insulin pump. The customer's blood glucose had declined to 311 mg/dl during troubleshooting. No additional information provided.